Event description:
Customer reported the panorama central station intermittently shuts down, which may have affected telemetry monitoring. No patient injury was reported.

Manufacturer narrative:
Company representative evaluated the unit and replaced the power supply, cooler assembly and capacitors on the motherboard. The unit was calibrated and safety tested to factory specifications.